Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient with thr (profemur l size 7 + cocr 8º var/val long neck) on left hip since 2015. On (B)(6) 2021, patient arrives to urgency referring loss of movement in his left leg after an abrupt movement. X-ray shows that the femoral stem´s neck is broken. Revision is programmed and performed on (B)(6) 2021. Femoral stem and neck was replaced with profemur l revision + varus 8º short neck.